Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported during the procedure. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported the right ventricular (rv) pacing impedance measurements were 250 ohms. Additionally, threshold measurements increased to 4.0 volts at 0.3 milliseconds. An insulation breech was suspected. An invasive surgical procedure was performed and the rv lead was surgically abandoned (capped). No adverse patient effects were reported during the procedure. The lead was actively implanted for approximately 9 years, 8 months.